Event description:
It was reported by the patient representative that their wr couldn't connect to the ins and then would go dead. The caller confirmed the wr was fully charged (confirmed battery bars on the wr). The caller also mentioned that the patient was 'like a vegetable.' The caller stated that the patient was seen in the ER over the weekend. The caller stated that the patient charged every day before this happened. The caller did not have a patient programmer (pp) or a handset to check the status of the ins. Pss had the caller reset the wr at the docking station and start a charging session for the ins. The caller confirmed that they could connect and maintain a charging connection until the charge complete tones were heard. The troubleshooting steps that were taken resolved the issue with the wr. Pss messaged the local reps to assist further. Pss redirected the caller to the hcp. The patient rep called back, confirming the wr was working normally and indicated they have been charging the ins daily. The caller's primary concern was regarding the patient's current symptoms, stating that they could not move and did not know if the therapy status was on or off. They said they spoke with the manufacturer representative (rep), who told them to call and order a replacement programmer (pp). A request was for a prescription to hcp.  Pss redirected the patient to follow up with the managing physician to address symptoms. The caller also mentioned a previous event stating this happened once before and a rep came to their house to turn therapy on for them (see (B)(4) for the reported previous event).

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.